Manufacturer narrative:
Device evaluation: visual examination of the returned device revealed no defects. Functional testing was performed and the inflation unit and pressure gauge met specifications. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for an aorta repair procedure, the pressure gauge read inaccurately. The plunger of the encore 26 inflation device was depressed to unlock the threaded plunger. The plunger was pulled back and 5 - 8ml of the contrast mixture was aspirated into the syringe and the device was held upright to eliminate any air. The connecting tube was attached to the balloon luer port and the finger latch was locked in a clockwise direction. The pressure was increased, but the needle on the pressure gauge did not move and the pressure read zero. The procedure was completed with another encore 26 inflation device. No complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for an aorta repair procedure, the pressure gauge read inaccurately. The plunger of the encore 26 inflation device was depressed to unlock the threaded plunger. The plunger was pulled back and 5 - 8ml of the contrast mixture was aspirated into the syringe and the device was held upright to eliminate any air. The connecting tube was attached to the balloon luer port and the finger latch was locked in a clockwise direction. The pressure was increased, but the needle on the pressure gauge did not move and the pressure read zero. The procedure was completed with another encore 26 inflation device. No complications were reported and the patient's status is stable.